Event description:
A lifesite pt who required a cannula exchange developed mediastinal bleeding when a guidewire punctured a vein during the surgery and required 1 unit of blood. It was reported that the pt bled due to a vein puncture during the cannula exchange procedure. Following the procedure blood was evident around the valve pockets as a result of surgery.